Event description:
It was reported that there was a shocking or jolting sensation. The patient had pain at their pocket site. It was noted that the patient was not adequately trained on using the device. Patient was implanted on the friday prior to this report. The patient felt a ¿lightning bolt jolt of pain every time she lay down or tried to get out of bed or when she sat in a regular chair and would try to get up.¿ it was noted that the patient adjusted the controller when she sat down and she turned the controller completely off and when she did that and laid down she got that pain. Patient was on 4.10v program c. The patient howled in pain. Patient lowered stimulation to 3.70v and at that point was very audibly in pain. Patient stated that it really hurt on her implant site and it was so tender she could not even touch it. It was later reported that the patient was never trained on external components. It was noted that the week prior to (B)(6) 2013, the patient had gone to the emergency room because of pain. Patient was kept for a few nights on dilaudid/oxycotin and had gone home the prior to this report. It was later reported that the patient had an x-ray and CT scan to check the lead placement. It was noted that the leads were in place and that the pain was probably from the surgical procedure. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).